Manufacturer narrative:
(B)(4). Should the device become available, a follow-up MDR will be submitted.

Event description:
Infection prevention - irritation. A female patient developed blisters in the area where benzoin was applied and steri strips placed. Reporter was not sure if the cause of the blisters was the benzoin, the steri strips or a combination. Patient did not require treatment and is recovering. Lot and sample unknown.